Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis may include but are not limited to device occlusion. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent an endovascular procedure using two gore® viabahn® endoprostheses (jhjr051502j/14862626, jhjr051502j/14857868) to repair occlusion of the right superficial femoral artery. No issues were observed during the procedure, and the patient tolerated the procedure. On (B)(6) 2017, it was reported that the devices occluded. The cause of the acute device occlusion was reported to be the flap at the terminal aorta which prevented smooth blood flow to the lower extremities. On (B)(6) 2017, emergent thrombectomy was performed to repair the device occlusion. The occlusion was reported to be resolved, and the patient tolerated the additional procedure.